Manufacturer narrative:
This supplemental report is being submitted to provide corrected data. Please see updates fields: d1, d2, d3, g1,& g4.

Manufacturer narrative:
Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 143929 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, themanufacturing records and quality control release testing was reviewed for test kit part number 195-100 / lot: 143929, test base part number 195-430h / lot: 139949. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 143929 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a positive result with the binaxnow covid-19 ag self test. Repeat testing was not performed. Confirmation testing at a testing facility generated a negative result. No additional patient information, including treatment and outcome, was provided.